Event description:
Patient ID: (B)(6). It was reported that the procedure was to treat the moderately calcified, left peroneal artery. The physician pre-dilated the lesion then attempted to cross with the esprit btk 3.50 x 38 mm scaffold delivery system, however, resistance was met with the calcified anatomy during advancement. Once the delivery system reached the lesion, the delivery system was losing pressure when attempting to inflate. When the physician tried to inflate, he stepped on the fluoro pedal and saw contrast leaking from the shaft, near the guidewire exit port. The undeployed delivery system was removed from the patient when it was noted to be kinked, and had a leak on the shaft, where it was kinked. The physician tried to inflate it on the back table after removal of the device from the patient, and he was able to inflate it a little bit. There was still a fair amount of contrast leaking. The scaffold deployed a little but is still on the delivery system balloon. Two esprit btk scaffolds (3.5 x 38, 2.5 x 38 mm) were successfully implanted at the target lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported deformation due to compressive stress and leak were confirmed. The reported difficulty to advance could not be replicated in a testing environment as it was related to operational context of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.